Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 4/21/2021. H.6. Investigation: bd received 15 samples from the customer for investigation. All samples were evaluated by visual examination and functional testing and the indicated failure mode for sleeve did not recover with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to sleeve did not recover as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set experienced poor sleeve recovery. The following information was provided by the initial reporter. The customer stated: "while taking blood for lab analysis the sleeve covering the needle that pierces the cap of the vacuum tube did not snap back into place after the tube was removed, and blood flowed. I would also like to point out a design problem. With the competition sets, when entering the vein, there is a small stream of blood (a few mm of tubing) filling the beginning of the tube. This is a significant visual aid when the venipuncture is delicate/difficult. With your product, the only solution is to disconnect the distal luer adapter to see when one is in the vein or connect a tube. This is not practical at all. I didn't take a picture because, you can imagine, with blood everywhere, it's not obvious. Yes, I was in direct contact with blood. I asked for the patient's serologies and I will check myself in case of positive serologies. I cleaned with water and then with bleach. I finished by rinsing with hydroalcoholic gel. I don't normally wear gloves when taking blood because there is normally almost no direct contact with blood. I'm sure I'm not an isolated case since I've had the case at least 4 times in the last year. I have unused products from the same box and the same lot if you want to try to reproduce the problem."

Manufacturer narrative:
For (B)(4) manufacturing sites: in this MDR, bd corporate headquarters in(B)(4) has been listed. As nipro is an (B)(4) manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set experienced poor sleeve recovery. The following information was provided by the initial reporter. The customer stated: "while taking blood for lab analysis the sleeve covering the needle that pierces the cap of the vacuum tube did not snap back into place after the tube was removed, and blood flowed. I would also like to point out a design problem. With the competition sets, when entering the vein, there is a small stream of blood (a few mm of tubing) filling the beginning of the tube. This is a significant visual aid when the venipuncture is delicate/difficult. With your product, the only solution is to disconnect the distal luer adapter to see when one is in the vein or connect a tube. This is not practical at all. I didn't take a picture because, you can imagine, with blood everywhere, it's not obvious. Yes, I was in direct contact with blood. I asked for the patient's serologies and I will check myself in case of positive serologies. I cleaned with water and then with bleach. I finished by rinsing with hydroalcoholic gel. I don't normally wear gloves when taking blood because there is normally almost no direct contact with blood. I'm sure I'm not an isolated case since I've had the case at least 4 times in the last year. I have unused products from the same box and the same lot if you want to try to reproduce the problem."